Event description:
A (B)(6) doctor reported that one of his patients received a blood glucose reading of 6.1mmol/l on the contour xt, took insulin accordingly and lost consciousness. No additional details were provided regarding the incident. It was asked that the test strips be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information, is not provided due to privacy laws. The model # was not provided.